Manufacturer narrative:
D4 unique identifier (UDI) for reservoir:(B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noticed a bend at the base of the penis to the right as well as a pronounced notch that feels like a mechanical component. The patient is experiencing difficulties when having sexual intercourse. The patient has an upcoming appointment with the implanting physician and expressed interest in obtaining a second opinion from another specialist. The ipp is currently implanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noticed a bend at the base of the penis to the right as well as a pronounced notch that feels like a mechanical component. The patient is experiencing difficulties when having sexual intercourse. The patient has an upcoming appointment with the implanting physician and expressed interest in obtaining a second opinion from another specialist. The ipp is currently implanted. There is no additional information reported.